Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the pocket was heating up and the patient felt a burning sensation in the pocket. The implantable neurostimulator (ins) was interrogated to make sure impedances were good and everything was working properly. The patient had always had prior radiating pain at the location where the ins was implanted. The patient status at the time of this report was "alive- no injury".